Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was powered off for approximately 1 week. Upon turning the pump back on, the pump date was one day ahead. Tandem technical support guided the customer through adjusting the pump date. There was no reported impact to customer's blood glucose level.